Event description:
The patient called to report that they feel a burning, almost a fire feeling, on their pacemaker area. Follow-up information reported that the patient has not been seen in the clinic about this call but they do have an appointment in (B)(6) 2011 to be checked. The device remains in use. No further patient complications have reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.